Manufacturer narrative:
The reagent lot number was 875504. The expiration date was requested but it was not provided. Review of the alarm trace revealed sample short and abnormal aspiration alarms, which are indicative of a pre-analytical issue. The field service engineer (fse) found the tubes of the cell rinse station worn out. He changed the tubes, bath lenses, and sample probe. After the intervention, the issue did not recur. The investigation determined the service actions resolved the issue. The investigation determined the root cause is related to the instrument & pre-analytical handling, and that the service actions resolved the issue.

Event description:
There was an allegation of questionable uric acid ver.2 assay results for two patient samples tested on a cobas 8000 c 502 module. Sample 1: the initial result was 0.3 mg/dl. The repeat result was 5 mg/dl. Sample 2: the initial result was 0.0 mg/dl. The repeat result was 5 mg/dl.